Event description:
It was reported that allegedly the user set the biopsy needle into the driver and noticed a gap between the stylet and cannula. Reportedly, the device was not dry fired prior to use on the patient. The needle was not reprocessed or resterilized. The needle was not used on the patient. Another needle was used to complete the procedure.

Manufacturer narrative:
The device history records were reviewed and it was confirmed that the lot met all release criteria. There have been no other complaints reported for this lot number to date. Two samples were returned for evaluation. Sample 1: the device was visually inspected and no apparent anomalies were noted, with the exception that the hub notch on the stylet was exposed. The stylet moved freely within the cannula. The needle was placed in a magnum driver and it was noticed that there was a gap at the sample notch as well. It was also noted that it was possible to move the stylet back and forth within the hub. Several measurements were taken and it was determined that the vl dimension exceeded the upper limit, which would account for a gap observed at the sample notch. The result of sample #1 evaluation is confirmed. Sample 2: the device was visually inspected and no apparent anomalies were noted, with the exception that the hub notch on the stylet was exposed. The stylet moved freely within the cannula. The needle was placed in a magnum driver and it fit correctly. No gaps or other anomalies were observed. The stylet was securely attached to the hub and no movement was found. The vl was measured and was within specification. No malfunction was found in sample #2. The result of sample #2 evaluation is unconfirmed for the reported problem. Based on the information available, the DHR review and the result of the investigation, the definitive root cause is unknown.